Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to duplicate the reported problem; however, the event history log was able to confirm the reported problem. The root cause was not established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was blockage alarms get triggered. There was patient involvement and no patient harm reported.